Event description:
It was reported that an insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.